Event description:
It was reported that there was no liquid in the vial and the lens was dry. Reportedly, white powder was present in the packaging. The lens was not used and no other devices came in contact with the lens.

Manufacturer narrative:
Investigation of this event is progress. A supplemental report will be submitted, upon completion of the investigation.